Manufacturer narrative:
A ge service rep performed phone support for the customer. A workstation fuse was found faulty and replaced by the customer. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up. No report of pt injury.